Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 28 year-old female patient who had essure inserted (lot no. C22912) for female sterilisation. The patient had a medical history of anemia, pneumonia, right lower quadrant pain, pelvic abscess, paratubal cyst, groin pain, hypomagnesemia, nausea, pain pelvic, abnormal weight gain, acne, dysfunctional uterine bleeding, cyst of ovary and trichomonal vulvovaginitis. Previously administered products included: mirena. The patient had a family history of cancer, acute myocardial infarction, blood pressure high and abdominal pain. As concurrent condition the report mentioned cervical cancer (pmh of stage 3 cervical cancer) since (B)(6) 2017. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, 644 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via hysterectomy bilateral salpingectomy, right oophorectomy, omental biospy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted: insertion date: as per argus (B)(6) 2012. As per mr (B)(6) 2015. Discrepancy noted: removal date: as per argus (B)(6) 2016. As per mr (B)(6) 2017. R - tubal ostium. Trailing coils in uterus: 4. L tubal ostium. Trailing coils in uterus: 4. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2017: right pelvic mass has increased in size,ptaient will be admitted for management of her symptoms. [Pathology test] on (B)(6) 2017: omentum; superficial right groin; right flank. Final diagnosis: right uterosacral ligament: benign fibrous tissue and fibroadipose tissue.no malignancy identified. Tnm descriptior: yes (post teratment). Primary tumor: pt1b in the hysterectomy specimen regional lymph nodes, nnx. Distant metastasis gross description: the right fimbriated fallopian tube segment is 4.0 cn in length x 0.4 cm in diameter with 0.5 cm paratubal cyst. Each fallopian tube demonstrates gray metallic coiled wires [pregnancy test] on (B)(6) 2013: negative. The most recent follow-up information incorporated above includes data received on: 10-nov-2023: mr received : reporters information patient medical history and surgical pathology reports were added. Product insertion date removal date and rcc updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 27 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, 1339 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 28 year-old female patient who had essure inserted (lot no. C22912) for female sterilisation. The patient had a medical history of anemia, pneumonia, right lower quadrant pain, pelvic abscess, paratubal cyst, groin pain, hypomagnesemia, nausea, pain pelvic, abnormal weight gain, acne, dysfunctional uterine bleeding, cyst of ovary and trichomonal vulvovaginitis. Previously administered products included: mirena. The patient had a family history of cancer, acute myocardial infarction, blood pressure high and abdominal pain. As concurrent condition the report mentioned cervical cancer (pmh of stage 3 cervical cancer) since (B)(6) 2017. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, 644 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via hysterectomy bilateral salpingectomy, right oophorectomy, omental biospy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted: insertion date as per argus (B)(6) 2012. As per mr (B)(6) 2015. Discrepancy noted: removal date as per argus (B)(6) 2016. As per mr (B)(6) 2017. R - tubal ostium. Trailing coils in uterus: 4. L tubal ostium. Trailing coils in uterus: 4. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2017: right pelvic mass has increased in size, patient will be admitted for management of her symptoms. [Pathology test] on (B)(6) 2017: omentum. Superficial right groin, right flank. Final diagnosis: right uterosacral ligament: benign fibrous tissue and fibroadipose tissue. No malignancy identified. Tnm descriptor: yes (post treatment). Primary tumor: pt1b in the hysterectomy specimen. Regional lymph nodes, nnx. Distant metastasis gross description: the right fimbriated fallopian tube segment is 4.0 cn in length x 0.4 cm in diameter. With 0.5 cm paratubal cyst. Each fallopian tube demonstrates gray metallic coiled wires [pregnancy test] on (B)(6) 2013: negative. Lot number: c22912 manufacture date: 2014-02, expiration date: 2017-02. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-jan-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.